Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device experienced a "shock failure". Asked km for more information. There was no patient involvement.